Event description:
Additional information: it was reported that a computed tomography scan performed on 09jan2018 confirmed the outflow graft stenosis/twist. No additional surgery was performed. Patient went to hospice care. No product was exchanged. No additional information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had outflow graft stenosis or twisting of the outflow graft. No further or additional information was provided.

Manufacturer narrative:
Section b3: the event date was incorrectly reported in the first regulatory report and has been corrected. Section g3: additional information. Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). This event has been previously reported under MFR # 2916596-2018-03744. Manufacturer's investigation conclusion: although the evaluation of the submitted log files confirmed the report of low flow alarms, a specific cause for the events could not be conclusively determined through this evaluation. The report of an outflow graft kink could not be confirmed as no images or product were provided for evaluation. In addition, a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established. The submitted controller event log file captured several transient low flow fault flags throughout the approximately 35 minutes of data, corresponding with the calculated flow reaching values below the low flow threshold of 2.5 lpm. A total of 40 low flow hazard alarms, which lasted between approximately 1 second and 160 seconds in duration. In addition, the submitted controller periodic log file captured low flow fault flags on (B)(6) 2018, (B)(6) 2018, and 2018. Despite the observed alarms, the pump appeared to have functioned as intended throughout the duration of the data. The account communicated that the patient was admitted on (B)(6) 2018 for dyspnea and fatigue. The patient was experiencing low flow alarms, had shortness of breath while walking to the bathroom or performing activities, and had a net negative intake and outtake. A right heart catheterization with ramp study was performed on (B)(6) 2018, which revealed adequate flow in the outflow graft. The patient¿s speed remained at 5000 rpm. The patient had continuous low flow alarms throughout the procedure. A cta performed on 10jan2018 revealed that the lvad pump inflow cannula, outflow cannula, and driveline were in regular position and free from thrombus. The anastomosis of the outflow cannula had focal kinking with approximately 50% cross-sectional area reduction (approximately 2 sq cm to 1 sq cm). In addition, the inflow cannula tip appeared to be moderately obstructed at the end of systole secondary to near obliteration of the left ventricular cavity at the cannula tip. There was also a diastolic leftward shift of the intraventricular septum secondary to marked right ventricular enlargement and apparent right ventricle volume overload, all of which likely contribute to the patient¿s hemodynamic compromise. The patient received increased milrinone of 0.3 mcg/kg/min and the low flow alarms were silenced for 4 hours as needed. The patient also received a PICC when inr allows warfarin per the pharmacy. The patient remains ongoing on (B)(6). The heartmate 3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document contains information on preparing the sealed outflow graft and instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This document also outlines all pump parameters, provides information regarding the assessment of pump flow, and outlines all system controller alarms and the appropriate actions associated with each alarm condition. In addition, this IFU discusses the potential development of right heart failure following implant and outlines the associated treatment options. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.